Event description:
65 y/o male admitted to hospital on 4/14/97, presenting with bilateral lower extremity claudication. During an arteriogram, a guidewire was used. The guide was placed through the arterial needle and the needle was removed. The dialator was advanced over the wire and was difficult to advance. When the guide was removed from the dialator, it was difficult to maneuver. Once it released, it functioned properly. The wire was examined, and it was noticed that a piece of teflon coating was missing from the wire. The pt was already scheduled for surgery on 4/15/97. During surgery, the teflon piece was extracted. The event was reported to the medi-tech territory manager on 4/15/97 & 4/25/97.